Event description:
Additional information received reported that the patient was still having concerns regarding his device or therapy, but was working with his doctor or manufacturer representative. The patient would probably have an appointment the first week of august.

Event description:
It was reported that the patient and reporter were having trouble turning stimulation on and off. The reporter stated that ¿there were times when they needed to turn it off because there had been times where it was really uncomfortable.¿ the reporter mentioned that ¿after implant the patient was good, but when they did the first programming his legs basically quit working.¿ this reporter noted that this was about (B)(6) 2014. The doctor was having the patient try different programs and ¿the a one the patient could not walk and his tremors were very hard at that time, so they turned it off so he could go to a wedding.¿ the reporter stated that ¿on thursday the patient was doing very well with the a setting now, but they want to make sure the controller worked in case it happened again.¿ the symptoms reporter had a sudden onset. With assistance the stimulation was found off, so the reporter turned it back on. The issue was reported to be resolved. Three days later it was reported that the patient had four programs and he was supposed to try to see if any work for him. The reporter was assisted in changing from a to b. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # va0g9l3, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot # va0g9l3, implanted: (B)(6) 2014, product type lead; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).